Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement and displacement test. Pump received with normal operating currents. No unexpected replace battery now alarm, audio, vibrate anomaly or absence of alarm noted. However, pump trace download analysis confirmed the pump alarmed replace battery alert. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed the replace battery alert due to connector resistance on the printed circuit board. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the pump was monitored and functioned properly. Pump received with scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer¿s mother reported via phone call the insulin pump alarmed replace battery now without a low battery alert. The customer's blood glucose level was 16 mmol/l and 17 mmol/l at the time of incident. The customer¿s mother reported having problems with the batteries only lasting a couple days. The customer did troubleshoot the issue. The insulin pump will be returned for analysis.